Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 100mm x 150cm sterling¿ sl balloon catheter was used to dilate the lesion. However, the balloon ruptured when inflated to 10 atmospheres. The procedure was completed with a different sized balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. The inner shaft within the balloon had numerous kinks. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was used to dilate the lesion. However, the balloon ruptured when inflated to 10 atmospheres. The procedure was completed with a different sized balloon. No patient complications were reported and the patient's status was good.